Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Unable to test, incorrect lot# given.

Event description:
It was reported that a patient experienced allergic reaction after undergoing a dental procedure with irm temporary restorative as one of the products. The patient was provided medication and reported that the reaction was non life threatening. The reaction subsided and no additional follow up is necessary at this time.